Event description:
It was reported that while the laser was firing the system gave error message and lost capture. There was no patient harm and doctor was able to complete the procedure.

Manufacturer narrative:
Pt info: information requested however, not available at the time of this report. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.